Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for a device upgrade. During the procedure, it was noted that the right atrial lead could not be fixed after several attempts. The lead was not used and replaced. The patient was stable.